Event description:
It was reported that a small volume folfusor had a crack around the fill port resulting in a leak during preparation/reconstitution. The device contained 5-fluorouracil (70ml) and 0.9% normal saline (46ml) having a total volume of 116ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed white drug residue next to the fill port area and a wet circular spot on a white towel which may indicate a leak; no crack was visible in the photograph. The reported leak was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.